Event description:
The patient's wife called reporting the patient's heart rate was at 44 and now 39 and 44. The patient's wife questioned why the patient's heart rate was still low after implant of the pacemaker. Follow-up conducted revealed that the patient was seen the same day as the call and again a month after the call. The patient was having premature ventricular contractions (pvc's) which were causing the pacemaker to record abnormal readings. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.